Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 33 mg/dl. Customer was waiting to get her magnetic resonance image and she did not feel well. The customer was treated with intravenous fluid. The customer was also had issues with no delivery did not have time to trouble shoot any of those issues at the time of the call. The insulin pump will not be returned for analysis.